Event description:
The report indicated that the customer's bgs spiked drastically within two hours of placing a new pod. His bgs remained high (312-500 mg/dl) over the next four hours despite having administered multiple correction boluses. The interior of the pod appeared to have a "rust orange stain". The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.